Manufacturer narrative:
Title: impact of an electrophysiology study guided ppm implantation strategy after tavr   citation: journal of the american college of cardiology oct 2017, 70 (18 supplement) b231; doi: 10.1016/j.jacc.2017.09.735   authors: rogers t et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding the impact of an electrophysiology (ep) study guided permanent pacemaker implantation strategy after transcatheter aortic valve replacement. All data were collected from a single center between 2013 and 2016. The study population included 257 patients, an unspecified number of which were implanted with medtronic evolutr (serial numbers not provided).   Among all patients adverse events included: permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.